Event description:
Halyard health received a report stating the enteral feeding tube balloon burst and the stoma site partially closed. The caregiver dilated the stoma site and inserted a replacement device. The patient was taken to the pediatrician for f/u once the replacement device was inserted. The pediatrician noted the stoma site was patent and there were no signs of infection at the stoma site. No additional info was provided in regards to the patient's status.

Manufacturer narrative:
Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).